Event description:
(B)(4). From the day they went in my coils caused me fatigue and brain fog. If anyone around me got sick, I was useless in bed with a month long flu. Side effects then started slowly adding on, on (B)(6) 2014 I woke up feeling like death and then my side effects went from about 5 to 65 by (B)(6) 2014 when I had a complete hysterectomy sending me into medical menopause at the age of (B)(6). These are all my side effects: cramping, sharp and stabbing pelvic pain, abnormal menses, constant spotting, discharge daily, hot flashes, excessive bleeding during period (menorrhagia), night sweats, loss of libido, painful periods, early menopause, incontinence, long menstrual cycles, urgent and frequent urination, itching/burning/stabbing of vaginal entrance, severe breast pain and tenderness, abdominal spasms/twitching/fluttering, pain in back/joint/chest/leg/neck/hip, chronic pelvic pain, nausea, gas, constipation, diarrhea, severe bloating, metallic taste in mouth, heartburn, bowel issues, headache or migraine daily, tingling sensations and numbness, brain fog, anxiety/panic attacks, severe mood swings (often ending in a breakdown with tears and sorries to whomever I had yelled at), depression (several times thought my kids would be better off without a sick mom laying on the couch all day), ringing in ears, near fainting episodes, diminished brain function (no short-term memory), tingling in extremities, sensation of stinging or prickling of skin, shakiness, dizziness, high blood pressure, unexplained/easily bruising, hypoglycemia, chronic fatigue syndrome, chemical and food sensitivities, metal allergies, heightened allergic reactions, food allergies, gluten sensitive, allergic to dyes, rashes, hives, acne, heart palpitations, swelling of legs/feet/hands/fingers/wrists/face/stomach, hair growth faster and darker, dental issues (damaged gums and lose off teeth without explanation), insomnia (slept about 2 hours per night despite fatigue), weight issues (gaining no matter what dietary changes were made or exercise done), swollen glands, swelling of lips, unexplained fevers (almost daily), muscle spasms, vision was getting worse, excessive sweating, dry skin/hair, hair loss, severe bloating, and adenomyosis. I have never had allergies in my life. I know have allergies that may never go away, some caused me to lose my 10 yr career as I can no longer wear the product I was selling.